Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4.0mm x 15mm wolverine peripheral cutting balloon monorail was selected for use. During procedure, it was noted that the balloon was ruptured at 6 atm for a few seconds. The device was removed without any problem using the normal method. The procedure was completed with another of the same device. There were no patient complications and patient was in good condition post procedure.